Event description:
The customer reported that their viewsonic monitor for the acuity central station had failed. This resulted in a temporary inability to monitor patients centrally until the customer replaced the monitor. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Manufacturer narrative:
Welch allyn sent out a letter to some customers dated may 1, 2009, indicating a medical device recall on certain serial numbers on acuity central station viewsonic displays. Welch allyn has notified the FDA of the intent to voluntarily recall these displays on april 15, 2009.